Manufacturer narrative:
Date sent to the FDA: 11/22/2005. Corrected data: d10. H-6 conclusion code 47: the actual device was returned for evaluation. A small tear in the film next to the port weld on the front side below the hanger hole was noticed.

Event description:
International affiliate reports that there was a hole the size of a pin-hole at the upper side of the reservoir. The reservoir didn't fully inflate at the time of the event. Device suction and drainage was not affected. No adverse event noted.